Event description:
A customer reported experiencing alarm 2 followed by alarm 26, indicating occlusion issues, which had been occurring consistently at 100 units for approximately a month and a half. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ customer changed cartridge and infusion set to address the issue.